Event description:
Pt was having a total hip surgery. While using the inserter to place the acetabular cup, silvers of metal were seen in wound. Physician removed silvers, and completed surgery. Post-op films showed metal remained. Pt returned to surgery for removal.